Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the trach connector on the flange separated. The customer reported that patient status was unknown. New information 07/31/2018: there was no patient injury. Patient was (B)(6) and female. Re-intubation was required.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the trach connector on the flange separated. The patient status was reported as unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.